Event description:
It was reported during an angioplasty of a graft in the left forearm, the balloon ruptured horizontally leaving the distal half of the balloon left. The upper half of the balloon detached and is located in the patient. The facility has not been able to locate the fragment. The catheter also broke. The balloon was inflated twice, atms unknown, and the balloon burst on the 3rd inflation. The patient is scheduled to be sent for radiological intervention to locate and retrieve the fragment. The patient was reported to be asymptomatic at the time of the report. No additional information has been obtained to date, despite attempts.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The catheter was received in 2 pieces. The shaft appeared to have several kinks. Approximately 2.25 inches of the distal tip of the catheter was separated from the shaft of the catheter. Approximately half of the balloon was missing along with the distal tip just distal of the distal band. When the distal tip portion of the catheter was held to the shaft, the two pieces appeared to mate together. The balloon appeared to have broken circumferentially and also appeared to have a longitudinal tear from the neck/cone transition to the circumferential break. The shaft appeared broken at the distal end of the vent hole and the proximal band was missing. Under magnification, examination showed that the break occurred under the proximal band location. The result of the investigation was confirmed for detachment of component, root cause unknown. Further testing and evaluation could not be performed due to the condition of the sample. It is unknown if patient or procedural issues contributed to the event, atm's unknown. The current IFU (information for use) states the following: warning: if resistance is felt when either removing the guidewire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation. The current IFU (information for use) indicates the following: opti-plast xt peripheral balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac, femoral and renal vessels. Bard does not recommend the use of this product for procedures other than those mentioned above.